Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted tka procedure, in the tibia free collection stage, the mapping did not work. When they started collecting, the mapping green points disappeared and then yellow tibia bone, not gray appeared as if it had already been collected. The system was shut down and restarted and it worked out well. There was no delay due to this inconvenience and no further complications were reported, procedure was completed with the same device.

Manufacturer narrative:
The navio surgical system korea, part number rob00079, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirms the tibia as fully collected. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.